Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Reliability laboratory technician; (B)(4). Failure (event) observed during analysis. Analysis found an internal battery anomaly that depleted the battery prematurely.